Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump's non disposable alarm persisted after troubleshooting. The reservoir volume was 50.2ml, the rate was 2.1. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.